Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with over temperature alarm. The customer reported that the unit was in not use on patient.